Manufacturer narrative:
The reported event was ¿the screw in the old device was stuck and unable to be removed from the header¿. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector pin, connector ring, and connector boot were all within specifications.

Event description:
Related manufacturer report number: 2017865-2023-45169. It was reported during generator change out that the pacemaker setscrew was unable to be removed from the header. In attempt to remove the screw, the lead was fractured. The fractured lead was capped and the device was explanted. The patient was stable and asymptomatic.